Event description:
The customer's father reported via phone call that the customer experienced high blood glucose levels and that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 500 mg/dl, which was treated with manual injection. The caller did not observe any significant events leading to the keypad issues. He noted that the numbers kept scrolling due to the keypad issues. The customer's blood glucose was 212 mg/dl at the time of the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to corroded keypad traces. No button error alarm or unexpected scrolling was noted during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was also received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratched liquid crystal display window, cracked liquid crystal display window, and scratched reservoir tube window.